Manufacturer narrative:
The fse evaluated the device at the customer site. It was determined that the symbio has not been calibrated, due to which the device failed operational check when connected to a symbio, but it passed the test with the test load and was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the efficia dfm100 device indicating that the operational check failed. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.